Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing unwanted rib stimulation. X-rays revealed lead migration. Diagnostic testing did not reveal any anomalies. The patient will consult with the physician as the next course of action.

Event description:
Follow-up information revealed the patient met with the physician and determined surgical intervention would be undertaken as the next course of action. Additional follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.